Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 ( air in line) which occurred on home choice (hc) during dwell 3. The baxter technical representative (tsr) assisted the home patient (hp) with troubleshooting and ending therapy after getting se 2367. There were no leaks observed. The tsr explained the alarms and the hp stated that there were no issues with the set up. The tsr explained the hp to discard all supplies and report alarms to peritoneal dialysis registered nurse (pd rn) the next day. The hp will finish therapy manually. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaints for a report of a system error 2240 alarm was not confirmed . The assignable cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA (B)(4).